Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving lioresal (500 mcg/ml at 120 mcg/day) via an implantable infusion pump. The indication for use was noted as intractable spasticity. The patient's pertinent medical history included traumatic brain injury with resultant hemiparesis and spasticity. It was reported there was a confirmed flipped pump. The hcp had difficulty refilling the pump and the pump was flipped. No symptoms were reported. It was further reported the hcp was revising the pocket and potentially replacing the catheter on (B)(6) 2016. It was later reported by the hcp that the patient first started experiencing the flipped pump in (B)(6) 2016. The hcp was unable to access the port with percutaneously inserted needle. The patient's mother noted the patient flipped it once to get it back on the correct side. Troubleshooting performed was noted as abdominal plain film revealed pump had flipped back to correct position. The cause of the flipped pump and difficulty refilling was noted as pump was loose in the pocket. The patient underwent surgical revision on (B)(6) 2016 to resolve the issue. The hcp put a mesh pouch around the pump. The hcp accidentally broke the pump connector so he replaced the pump segment. If additional information is received, a follow-up report will be sent.